Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date: date of article publication in-stent restenosis progression in human superficial femoral arteries: dynamics of lumen remodeling and impact of local hemodynamics annals of biomedical engineering (2021) 49(9);2349¿2364 10.1007/s10439-021-02776-1 if information is provided in the future, a supplemental report will be issued.

Event description:
Patients suffering from peripheral artery disease were screened to identify those who were treated with self-expanding stents and consented to post-operative CT scan protocol. Seven individuals with a total of 10 lesions (a-k), treated with the everflex stent. Of the 10 lesions treated, 5 lesions reported failure at two years. Patient #7 had three lesions (stented region lengths of 40mm, 255mm and 230mm) treated with everflex stents of 40mm, 150mm, 150mm, 120mm and 150mm overlapping.